Event description:
It was reported that the insulin pump fell on the floor, causing the case to crack. It was reported that the crack was near the drive support cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked end cap.